Manufacturer narrative:
(B)(4)

Event description:
It was reported that the camera went dark during usage. A backup device was used to complete the case. There was no report of procedure delay or patient impact as the result of this event.

Manufacturer narrative:
Device investigation narrative - one service replacement 560p camera head part number 72200561s was received on june 27, 2016 and confirmed to be serial number (B)(4). Complaint of blank live image could not be reproduced. Product passed functional testing during 2 hour burn-in with no signal loss or interference. Video image remained constant throughout burn-in. All functions perform as expected. No problem found. Defective video cable or ccu are possible causes for blank image. (B)(4).